Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly calcified lesion in a heavily tortuous coronary artery. The nc trek device did not cross due to the patient anatomy and there was resistance met with the lesion during removal. There were no reported adverse patient effects and no clinically significant delay in the procedure. The patient was treated with a non-abbott device to continue the procedure. No additional information was provided.